Event description:
There is a recall on the philips dreamstation auto, which I use for severe sleep apnea. I cannot sleep without it. I am being forced to continue using it because my doctor said there are no other machines available and that the risks outweigh the damage done by this machine. I am very sick with asthma, chronic headaches, sinus infections. All these symptoms lead to arrhythmias, like afib, pvc, and pac. I desperately need a new machine that is not going to harm me the way this one is. FDA safety report ID# (B)(4).